Manufacturer narrative:
The product was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) did not replicate nor confirm the customer reported complaint "staple line bleeding". The instrument was placed and driven on an in-house system. The instrument passed initialization, moved intuitively with full range of motion in all directions, and the jaw opened and closed properly. The firing test was performed twice with different orientations of the distal end. The instrument clamped, fired, and unclamped without error. Advanced stapler logs show the instrument was installed on the system 6 times and fired 6 reloads (4 blue, followed by 1 white). On install 1, the first clamp was aborted by the user at ~58% completion. The next clamp was successful, and the firing was completed with no pauses for compression. On installs 2-5, all clamp attempts were successful, and each firing was completed with no pauses for compression. The instrument was then removed and replaced with an xi stapler for one firing. This instrument was then replaced for the final firing of this instrument. On install 6, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no errors pertaining to the use of this stapler in the system logs. .

Event description:
It was reported that during a da vinci assisted procedure, there was intraoperative bleeding. Further details regarding the bleeding are unknown, but the procedure was completed robotically.